Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and right ventricular (rv) lead due to tricuspid regurgitation. Attempts were made to insert spectranetics lld #2 lead locking devices (lld #2s) into each lead to provide traction, but was unsuccessful, so switched to spectranetics lld ez lead locking devices (lld ezs). Beginning with a spectranetics 12f glidelight laser sheath, along with a spectranetics small visisheath dilator sheath, progress was made to the innominate/superior vena cava (svc) junction through the svc/ra junction, where lead on lead binding was encountered. While on the ra lead, mechanical ablation was performed with the visisheath, and the ra lead was removed. Upsizing to a spectranetics 14f glidelight laser sheath, along with the visisheath on the rv lead, advancement was made to the distal tip of the lead, and with traction, the lead tip freed from the heart. However, the patient¿s blood pressure dropped, and a pericardial effusion was detected via transesophageal echocardiography (tee). Rescue efforts began, including pericardiocentesis and sternotomy. A rv perforation was discovered and repaired, and the patient survived the procedure. This report captures the lld ez device providing traction to the rv lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A3b) patient gender - not available from facility. A4) patient weight - not available from facility. H3) the lld ez was discarded, thus no product investigation was performed. H6) per IFU, perforation is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.